Event description:
A nurse reported that during a vitrectomy procedure, fluid backed up into the air line, resulting in a loss of pressure in the eye. The system pressure was increased to 80mmhg (millimeters of mercury) and the eye was reformed. The case was able to be completed with the same console and the pt was "okay".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).